Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient went to emergency room on (B)(6) 2025 due to infusion set's flow blocked alarm event. Patient was treated via insulin pens. The patient reported being unwell at the time of event. The patient's hospital stay lasted under 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008288, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 30-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6008288. The count of complaint is 5 which exceeds 3. Further investigation is required via corrective and preventive action (CAPA) determination assessment using statistical analysis. The complaint numbers are: (B)(4). Device history record (DHR) review: the lot 6008288 was manufactured according to the work instruction (wi) version 79 and manufactured in the multivac m12 on 28-jul-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Assembly of quickset: the lot 4g01730 was manufactured according to the (wi) version 27 and manufactured in the quickset assembly line on 28-jul-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The lot 4g01731 was manufactured according to the (wi) version 27 and manufactured in the quickset assembly line on 28-jul-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing tube: the lot 4g01705 was manufactured according to the (wi) version 42 and manufactured in the gluing line 04,08 on 27-jul-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The lot 4f05214 was manufactured according to the (wi) version 42 and manufactured in the gluing line 04,08 on 23-jul-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The lot 4g01660 was manufactured according to the (wi) version 42 and manufactured in the gluing line 04,08 on 21-jul-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The lot 4g01661 was manufactured according to the (wi) version 42 and manufactured in the gluing line 04,08 on 24-jul-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The lot 4g01883 was manufactured according to the (wi) version 42 and manufactured in the gluing line 08 on 08-jul-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The lot 4g01702 was manufactured according to the (wi) version 42 and manufactured in the gluing line 04,08 on 24-jul-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: photo/sample was not provided. No returned sample will be available for this complaint, as indicated in the report. -the reference samples for batch 6008288 were previously tested in complaint (B)(4) on 08/jul/2025. Visual test according to (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to (wi) version 2.0 on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, the thresholds of 5 reportable complaints are met for the lot in question and serious injury/death, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment. Therefore, this issue will be monitored through the post market surveillance activities.